Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported problems with wet self-adhesive below the coupling place, insulin coming from under the self-adhesive. When customer removed the cannula the self-adhesive is fixed correctly. No adverse event alleged. A request was made for the return of the device.